Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage was confirmed through evaluation of the patient¿s submitted photos; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Additionally, the reported separation of the driveline bend relief from the controller connector could not be confirmed through this evaluation as the submitted photos did not capture the damaged location of driveline and the patient remains ongoing on pump support. The submitted log file contained data from (B)(6)2022 to (B)(6)2022. The pump operated above the low speed limit for the duration of the log file. There were no atypical pump related alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was very concerned regarding the status of their driveline wire. They explained that the outer sheath of their driveline was split and was no longer present but denied any alarms. The clinician stated that they would not feel comfortable sending the patient with the driveline in that condition and would prefer to intervene before an adverse event or outcome occurs. Rescue tape was applied to the damage and log files were sent. The engineer inspected the submitted images and stated that the damage was cosmetic. In the absence of alarms such as low speed or pump stop events on interrogation, driveline splice was not indicated. On 23sep2022 log files were submitted which captured routine events only.